Event description:
Customer reported: "...scale alarm and weight incorrect."

Manufacturer narrative:
No patient injury was reported. A gambro technical services (gts) field representative inspected the machine again after previous intervention made on september 13th, 2005 (refer to MDR 9616240-2005-00025). The service technician replaced the dialysate and replacement scales that were not retaining calibrations.